Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump displayed malf 61 (external flash write error) that reoccurred immediately after a guided restart, and the device serial number was no longer visible on the pump; the user transitioned to back-up subcutaneous insulin therapy and a replacement ilet was provided. Symptoms included hyperglycemia with a reported blood glucose of 361 mg/dl lasting about 18 hours, without ketone testing, medical intervention, or acute complications. Outcomes included temporary therapy interruption and the need to use multiple daily injections until the replacement device was obtained. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.